Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 53 mg/dl; cause was unknown. Sugary foods were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a review of the log indicates that the lowest bg reading on 12/3/2019 was 60 mg/dl. Therefore, the complaint could not be confirmed. Blood glucose (bg) values from 41-53 mg/dl were recorded by continuous glucose monitor (cgm) from 10:19:27 am to 10:54:27 am on 12/4/2019. Blood glucose (bg) values from 41-53 mg/dl were recorded by continuous glucose monitor (cgm) from 10:54:30 pm to 11:34:28 pm on 12/4/2019. Cgm alert 1 (cgm low alert) enunciated. A tubing fill of size 10.5 units was observed on 12/3/2019. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On 12/4/2019, user made bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values. Making bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure. Correction- h3